Event description:
A 28mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treamtment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that a recent-follow up demonstrated that the placement of the stent graft was abnormal with no endoleaks present. In octobeer 2004 the CT scan demonstrated that the device had infolded upon itself. The physician performed the explant in 2004. The physician found an inflammation in the periaortic tissue and this appeared to be related to the presence of the endovascular stent graft. No additional sequelae were reported and the patient is fine. Medtronic has received the device and the analysis has been completed. From the information received the reason for the proximal stent graft infold cannot be determined.